Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after experiencing a syncopal episode. Intermittent undersensing was noted during vfepisode. Multiple shocks were delivered but all failed to convert the patient. The majority of the intervals that were undersensed occurred during charging and did not delay therapy. The final shock converted the patient and the patient was stable and alert following the episode. The physician has elected to address the arrhythmia with medication changes and ep study in the near future to investigate the high dft.